Manufacturer narrative:
An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not observe any splitting of the monopolar curved scissors (mcs) tip cover accessory (tca) or arcing. The mcs tip cover accessory was appeared to be installed correctly and the customer did not use electrolube.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure that the monopolar curved scissors (mcs) tip cover accessory split. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.